Manufacturer narrative:
Batch review performed on 06 may 2019: lot 179938: (B)(4) items manufactured and released on 15-may-2018. Expiration date: 2023-05-02 . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical manager: five months after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture occurred few days after surgery. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
On the (B)(6) 2019 we were informed of a revision surgery planned for and performed on the (B)(6) 2019, 5 months form the primary, due to pain caused by a fractured femur and subsided stem. The patient getting out of bed heard a popping sound, she assumed it was her knee popping but it was her hip fracturing and the stem subsiding (the patient is overweight). The surgeon revised the ceramic head to extend the patient's leg length and the surgery was completed successfully. The fracture was already healed so the surgeon chose to leave the stem in place.